Event description:
It was reported the patient's blood glucose levels rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours on the arm. Investigation of pod found damage to the cannula.

Manufacturer narrative:
Investigation of the returned device found a tear in the exposed portion of the soft cannula near the tip of the formed needle. Fluid was found to leak from this tear. It could not be determined when or how the damage to the soft cannula occurred. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.5. Hardware: iphone14.7. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.